Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 08/06/2015 to report that a (B)(6) male patient suffered from right arm paresthesia while wearing the lifevest. The patient went to 6 sessions of physical therapy which helped him temporarily regain feeling in his arm. The patient also went to chiropractic therapy and tried ice and tylenol. The patient's wife suggested using a belt clip. Follow-up indicated that the belt clip relieved all of the patient's paralysis. The patient indicated that he had no more issues.